Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearvue implantable port attached to a catheter was returned for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual and functional evaluation were performed on the returned device. During functional evaluation, the port body with the attached catheter segment was unable to be aspirated. However, the investigation is inconclusive for the reported suction problem as the exact circumstances at the time of the reported event are unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement procedure, the port was allegedly had blood return issues. It was further reported that patient experienced pain and swelling. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearvue implantable port attached to a catheter was returned for evaluation and one electronic photo and medical record were provided for review. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported suction and swelling issues. According to the medical record, seven months post filter deployment, scout radiographic study demonstrated a right-sided port-a-cath with tip in the superior vena cava (svc). The port-a-cath flushed easily. However, the port was unable to be aspirated. Few days later, patient presented for the removal of defective port. It was noted that at the time the port was removed it would not return blood that was infusing medication including into the area around the prosthetic shoulder causing some swelling when it is accessed every other week for igg infusions to treat immune primary deficiency decease. Also, from the returned sample evaluation, a partial compound break was noted approximately 10.9cm from the distal end of the cath-lock. The edges of the partial compound break were noted to be smooth and rounded in one region and granular in another. Aspiration of water into the syringe was attempted but was unsuccessful; only air was aspirated. Furthermore, clinical conditions such as pain alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year seven months post port placement procedure, the port was allegedly had blood return issues. It was further reported that patient experienced pain and swelling. The current patient status is unknown.

Event description:
It was reported that some time post port placement procedure, the port was allegedly had blood return issues. It was further reported that patient experienced pain and swelling. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2021).